Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation of the implantable cardioverter defibrillator revealed episodes of non-sustained oversensing episodes due to oversensing in the right ventricle lead. There was no impedance or capture anomalies nor did the patient receive inappropriate therapy. The physician capped and replaced the lead on (B)(6) 2018. The patient was stable post procedure.